Event description:
The manufacturer received information alleging stopped working and gave a code saying pull out sim card, patient followed instruction but device still did not work and gave message service required, patient has congested since not being able to use his device and experienced acid reflux in his stomach, also states without the machine it bothers him and his throat is dry related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Patient had congested since not being able to use his device and experienced acid reflux in his stomach, also stated without the machine it bothered him and his throat was dry related to a CPAP device's sound abatement foam. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were 5 errors found. The manufacturer concludes that device not needed for internal stock and will be scrapped. Correction was made in d5 section and h6 section was updated in this report.